Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the device was explanted due to eri.

Manufacturer narrative:
No conclusion code available; the reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and the patient notifier was non-functional. The cause of the patient notifier anomaly was a defective patient notifier component.

Event description:
It was reported that the vibratory notification is not working. There were no adverse consequences and the device remains implanted. The patient will continue to be monitored.